Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The caller alleged that this has occurred with different boxes/lot numbers. No adverse event was reported. No lot numbers could be provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.